Manufacturer narrative:
Patient information: unknown. Explanted date: information unknown. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts were made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol (intraocular lens) was explanted due to the patient experiencing significant halos and poor contrast sensitivity. The replacement lens is a different model but same diopter, dcb00 19.0 diopter. There were no patient injuries or medical interventions such as capsule tear, incision enlargement, vitrectomy or sutures. The explanted iol was discarded and will not be returned for evaluation. Post-operative, the patient is reported as better visual symptoms. Reportedly, the customer cannot provide any further information therefore no follow-up is needed. No further information was provided.